Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-02897. It was reported the patient's scs system was not providing adequate pain relief for the patient. Consequently, the physician removed the patient's scs system. Reportedly, there were no complications during the procedure.